Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose about a year and a half ago, with blood glucose of 29 mg/dl at the time of the incident. The customer was at work and states that generally their blood glucose runs lower at work than when they're at home. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed. The customer also reported sensor glucose versus blood glucose differences. The insulin pump will not be returned for analysis.